Manufacturer narrative:
Describe event or problem updated . Other relevant history updated . There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during an artificial urinary sphincter (aus) surgical procedure, when doctor checked into scope after the device was implanted, it was observed that the posterior urethra was perforated. The cuff was then explanted. The patient underwent another surgery on a later date to get a new cuff implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during an artificial urinary sphincter (aus) surgical procedure, when doctor checked into scope after the device was implanted, it was observed that the posterior urethra was perforated. The cuff was then explanted. There were no additional patient complications.